Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08829. Related manufacturer reference number: 2017865-2021-08831. It was reported that the patient presented for extraction of the pulse generator, right ventricular, and right atrial leads. The patient had apparent device migration and atrial lead dislodgment due to twiddlers syndrome. The device pocket subsequently became infected, as a result. The pacing system was explanted. The patient was recovering.